Manufacturer narrative:
A correlation between the device and the reported bleeding and stroke could not be conclusively determined. Bleeding and stroke are listed in the instructions for use as potential adverse events that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device ¿ 60 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that on (B)(6) 2015, the patient was admitted with anemia and transfused with 1 unit of packed red blood cells. The site of bleeding was unknown. The issue reportedly resolved on (B)(6) 2015. On (B)(6) 2015, the patient was found unarousable. It was reported that the patient had a very high inr and bled into her chest. The patient was found to have a right hydropneumothorax, pneumomediastinum, suspected intra-abdominal free air, and went into ventricular fibrillation. A 3 mm subdural hematoma was confirmed by CT and the patient was intubated, provided inotropic therapy and transfused with 8 units of packed red blood cells. It was reported that the patient never recovered from the stroke and expired. It was reported that there were no device issues and that the implanting center did not feel the event was device related. The device appropriately produced a low flow alarm when the patient's heart stopped.